Manufacturer narrative:
Information related to event was incorrect in summary narrative and correct information provided with this report. (B)(4).

Event description:
It was reported that customer was not hospitalized or admitted but just went to the emergency room.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was unknown. Customer was admitted to the emergency room on (B)(6) 2020 and was treated with glucagon. Customer has been using insulin pump system within 48 hours of reported low blood glucose. The customer¿s blood glucose at the time of the call was 89 mg/dl, which was treated with glucose. The insulin pump will not be returned for analysis.